Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jul-2021. The device evaluation was completed on 09-aug-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and magnetic evaluation of the returned device. Visual analysis of the returned sample revealed a hole and reddish material inside of the pebax in the smart touch sf catheter. Force sensor testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Even though no force issue was observed, it should be noted that for product force failure, the instructions for use contain the following information in the carto 3 system manual that should be considered: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The customer complaint regarding high force issue was unable to be duplicated during the product investigation. However, the damaged pebax could be related to force issues. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, but this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster, inc. Product investigation lab observed a hole on the pebax.. Initially it was reported that the contact force increased a lot at the beginning of the ablation. The ablation catheter cable and patient interface unit-generator cable were changed without solving the problem. The catheter was replaced two times. The surgery was delayed 20 minutes. The procedure was completed successfully. There was no patient consequence reported. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product investigation lab received the device for evaluation and per the evaluation completion on 09-aug-2021 there was reddish material found inside of the pebax and a hole was observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 09-aug-2021.